Manufacturer narrative:
Information contained in a legal file indicated that a patient experienced a thrombotic event and a myocardial infarction after having coronary artery stents implanted. The medical records have since been received and indicate that the patient also experienced a run of non-sustained ventricular tachycardia. The patient's medical history is significant for hypertension, hyperlipidemia and a history of smoking. A 3.5mm x 18mm and a 3.5mm x (unknown length) cypher stent was implanted in the patient's left anterior descending artery. Approximately four years later, the patient presented to the emergency room with chest pain and was diagnosed with an acute myocardial infarction. The patient had EKG changes, and angiography revealed a 100% occluded lad and a new lesion in the right coronary artery (rca). Large anterior apical wall motion was also observed with an ejection fraction of 35-40%. A thrombectomy was performed and a 3.5mm x 32mm taxus stent was implanted. The patient was also placed on a balloon pump at that time to aide with the elevated left ventricular end diastolic pressure. The balloon pump was discontinued the following day. The patient did experience re-perfusion arrhythmias that subsided without any intervention. It is unknown what medications the patient was taking at the time of the event. Approximately 11 months after he was discharged, he was admitted with atypical chest pain. Four days later, angiography revealed wide open stent in the lad with sluggish flow into the distal vessel related to the natural contour of the patient's artery and ventricular dysfunction. Flow improved after intracoronary nitroglycerin. There was also sluggish flow observed in the right coronary artery, no treatment was indicated. Further medical management was planned. The devices were implanted and therefore not available for analysis. The sterile lot number for the devices is unknown therefore a device history report review could not be conducted. Myocardial infarction and thrombosis are known potential adverse events associated with implanting coronary artery stents. With the information provided it is not possible to determine a definitive cause for the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00243 and 3003742446-2010-00215.

Manufacturer narrative:
Supplemental MDR sent to provide corrected data and provide correct stent sizes and subsequent information provided for this patient. There are no additional MDR reportable events. The stents that were implanted on (B)(6) 2003 (at the time of the mi and thrombosis) were cypher 3.5 x 18mm and 3.5 x 2.0mm. The patient experienced subsequent bouts of chest pain and an episode of syncope after the stenting, but the stents were noted to be patent (additional information about subsequent chest pain provided in updated complaint conclusion below). Updated complaint conclusion: information contained in a legal file indicated that a patient experienced a thrombotic event and a myocardial infarction approximately four years post implantation of two cypher stents. The patient's medical history is significant for hypertension, hyperlipidemia and a history of smoking. Initially, the patient received a 3.5mm x 18mm and a 3.5mm x (unknown length) cypher stents were implanted in the patient's left anterior descending artery. On (B)(6) 2008, approximately four years later, the patient presented to the emergency room with chest pain and was diagnosed with an acute myocardial infarction. Coronary angiography revealed 100% lad lesion and 90% stenosis in the rca. Large anterior apical wall motion was also observed with an ejection fraction of 35-40%. A thrombectomy was performed and a 3.5mm x 32mm taxus stent was implanted in the lad. A staged procedure was planned to treat the rca. The patient was also placed on a balloon pump at that time to aide with the elevated left ventricular end diastolic pressure. The balloon pump was discontinued the following day. The hospital stay was uneventful except for a run of non-sustained ventricular tachycardia that subsided without any intervention. On (B)(6) 2008, the staged procedure was conducted to treat the lesion in the rca with the implantation of 3.0x16mm taxus stent. On (B)(6) 2008, a stress test results suggested disease in the lad and an angiogram was performed revealing wide open stent in the lad with sluggish flow into the distal vessel related to the natural contour of the patient's artery and ventricular dysfunction. Flow improved after intracoronary nitroglycerin. There was also sluggish flow observed in the right coronary artery, no treatment was indicated. Further medical management was planned. On (B)(6) 2009, the patient experienced chest pain which the doctor believes is secondary to spasm in the smaller channels, which improves after nitroglycerine. Therefore, the doctor recommended to take care of his diet, exercise, weight, blood pressure, cholesterol and continue medications. A stress test conducted the following day ((B)(6) 2009) concluded it was clinically positive for myocardial ischemia and ejection fraction was 45% with diffuse global hypokinesis. On (B)(6) 2010, the patient experienced chest pain in the last several days. The doctor increased the dose for indur and advised to contact his primary physician to help him channel his stress. On (B)(6) 2010, the patient was diagnosed with syncope and was ruled out for myocardial infarction. A coronary angiography performed showed wide open stent in the lad and the rest of the lad is free of any significant disease, 50% stenosis in the mid circumflex and wide open stent in the mid rca. The ejection fraction was 55-60%. Aggressive medical treatment with risk factors modifications was advised. The physician indicated that it seems that his syncope was vasovagal related and does not seem to be ischemic in etiology. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Discontinuation of antiplatelet therapy may cause thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than advised and previous thrombus. Based on the limited information available for review in regards to the cypher stent implantation index procedure, no determination regarding potential contributing factors to these events could be made. However, there are multiple risk factors present in the medical history and the long stented lesion may have contributed to the events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00243 and 3003742446-2010-00215.

Event description:
This male pt had a cypher stent implanted in his left anterior descending artery (lad). He was prescribed plavix for three months. At some point after the discontinuation of plavix, the pt suffered in-stent thrombosis and a myocardial infarction.

Manufacturer narrative:
Conclusion: info contained in a legal file indicated that a pt experienced a thrombotic event and a myocardial infarction (mi) after having a coronary artery stent implanted. A cypher stent was implanted in the pt's left anterior descending artery. Three months after the procedure, plavix was discontinued and the pt experienced a thrombotic event and mi. There is no info regarding the pt's medical history or the vessel/lesion characteristics. The sterile lot number for the device is unk; therefore, a device history report review could not be conducted. Myocardial infarction and thrombosis are known potential adverse events associated with implanting coronary artery stents. With the limited info provided, it is not possible to determine what factors may have contributed to the reported event.